Event description:
Healthcare professional reported "aspects suggestive of intracapsular rupture", "no signs of excapsular rupture". This record is for left side. Device was explanted and replaced with another manufacturer¿s device. Device is not available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.